Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during initial drain. The baxter technical service representative (tsr) explained the air alarm. The tsr had the home patient (hp) cycle the power which led to a se 2367. The tsr explained all new supplies were needed. The hp would speak to their registered nurse regarding this alarm and being connected. The hp stated the patient line was full of air when they had connected. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies, however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that he had discontinued peritoneal dialysis and is starting hemodialysis. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).